Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged dilator is confirmed; however the exact cause is unknown. One 13 fr dualator dilator was returned for evaluation. An initial visual observation showed some damage and lightening of the material at the distal tip of the dilator. No blood residue was observed on the returned sample. A microscopic observation revealed the distal end of the dilator was elliptical in shape and the diameter of the tip appeared pinched at opposite ends. An edge of the inner diameter of the distal tip was observed to be bent slightly inward, and some evidence of buckling was observed on an edge of the outer diameter of the dilator tip. The distal tip of the dilator was observed to be damaged and appears to have been compressed; however the time and location this damage occurred is unknown. It is possible the dilator was damaged during storage, handling, or use. A lot history review (lhr) of recs0206 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the dilator could not be inserted because the tip of the dilator was damaged. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs0206 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the dilator could not be inserted because the tip of the dilator was damaged. There was no reported patient injury.